Manufacturer narrative:
The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the tibial impactor head fractured into two pieces upon impaction during right knee arthroplasty. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed through physical evaluation. The returned impactor head exhibited signs of repeated use (nicked/gouged) and was fractured. Fracture analysis indicated that the fracture surface artifacts were consistent with fatigue culminating in an overload fracture. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.